Event description:
It was reported, the video system center exhibited communication error code e116 during pre-use inspection for a therapeutic procedure. The device was replaced with another one and the procedure was completed. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E1. Establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore, the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.